Event description:
It was reported the pt's lead had migrated due to the pt bending over. As a result, the pt's lead was repositioned on (B)(6) 2012.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.